Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear, femoral loosening, and patella loosening. Failure of the cement used to secure the femoral component and the patella component to the bone, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately ten years post initial left side tka, the 67 y/o female patient complained of pain. Patient had a loose femur. Patient was revised to exactech devices. There was no breakage of device or surgical delay/prolongation. Patient last known to be in stable condition. Photo and x-ray received. The device is not available for evaluation due to hospital will not release due to chain of command. No other patient information provided.